Manufacturer narrative:
MDR 3. / initial 1 of 2. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported infusion set tubing was smashed and flattened on 20 apr 2026, and it has been in use for less than an hour.